Event description:
A 3.0mm diameter x 18mm length ave gfx stent was successfully deployed at the target lesion in the mid circumflex coronary artery, followed by placement of another manufacturer's stent in the proximal left anterior descending artery. Another ave gfx stent, 3.0mm diameter x 12mm length, was inserted to treat the target lesion at the proximal circumflex coronary artery. It was not possible to cross the target lesion at the proximal circumflex due to an acute bend in the artery; therefore, the stent and delivery system were pulled back into the guide catheter. Upon removal into the guide catheter, the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled back into the guide catheter. An attempt was made to retrieve the stent with a second coronary guidewire; however, the stent dislodged again at the femoral sheath. The stent remains within the patient's peripheral arterial vasculature. The target lesion was then treated with another manufacturer's stent that was 2.5mm diameter. The patient is doing fine and has been discharged from the hospital. There was no additional clinical sequelae reported relative to the event, and no further information is available from the user facility.